Event description:
It was reported that the system 9600+ would not fluoro during a procedure and the image screen went blank. There was no adverse pt involvement reported beyond delay in procedure. All reported pt information has been recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the snubber circuit board was defective. The circuit board was replaced along with the battery pack. The system was tested and found to be working as intended and placed back into service.